Manufacturer narrative:
(B)(4). The sample associated to this report is not expected to be returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect cuff inflation/deflation defects to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.

Event description:
The customer reported that the "quality of the ball" is not inflating. No additional information was provided. Covidien is attempting to collect further information related to this report.